Manufacturer narrative:
The green stapler 30 reload was discarded by the site and will not be returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No system errors related to the stapler 30 curved-tip instrument were found to have occurred during the surgical procedure. The system logs confirm that the stapler 30 curved-tip instrument was used during a subsequent da vinci-assisted surgical procedure performed on (B)(6) 2017. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient was found to have a hole on the distal end of a staple line where a green stapler 30 reload was fired. However, at this time, the root cause of the intra-operative complication is unknown. The hole was repaired by the surgeon via open surgery.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the stapler 30 curved-tip instrument did not adequately seal the bronchus. The initial reporter indicated that when the surgeon fired a green stapler 30 reload along the bronchus, no issues were observed. However, later during the surgical procedure while the patient was being suctioned by an anesthesiologist, a large hole was found in the distal staple line where the surgeon had fired the green stapler 30 reload. The surgeon had to open the patient to repair the bronchus. On 05/26/2017, isi contacted the initial reporter and obtained the following additional information about the complaint: the initial reporter was present during the surgical procedure that was not recorded on video. Prior to successfully firing a single green stapler 30 reload on bronchus tissue, the surgeon successfully fired three white stapler 30 reloads with the same stapler 30 curved-tip instrument on vasculature. There were no clamping or firing issues while using the stapler instrument. There were no reports of any tissue tension or bunching. Towards the end of the case, while the patient was being suctioned, a hole was found on the distal end of the staple line where the green stapler 30 reload was fired. The surgeon reportedly informed the initial reporter that upon inspection of the staple line, one row of the staple line had multiple malformed staples. The initial reporter stated that she did not get a chance to see the staple line or any of the malformed staples. In order to repair the hole, the surgeon made the decision to convert the surgical procedure to open surgery. The surgeon used a traditional laparoscopic stapler instrument to repair the hole. The pulmonary lobectomy procedure was completed successfully via open surgery. No post-operative complications have been reported to her knowledge. The initial reporter confirmed that the site re-used the stapler 30 curved-tip instrument in a subsequent da vinci-assisted surgical procedure performed on (B)(6) 2017. No stapling issues were reported during the subsequent case.